Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump was not operating and was with low blood glucose, along with a blank display. The customer reported a blood glucose value of 59 mg/dl. The customer reported hypoglycemia treated with others. The customer reported the cause of the event was unknown and nothing was identified in troubleshooting. The event involved product(s) mmt-1884, mmt-397a, mmt-7040a, and mmt-332a. The customer reported a blank display. Troubleshooting was performed and the battery cap contacts battery compartment and springs were not damaged. The display did not return after inserting a new battery. The customer reported low bgs. The customer does not feel ok to troubleshoot. No further complications were reported. Mmt-1884 was requested and the device was returned. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 and h6 (heic and hecc) with this report. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test due to blank display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files or traces using thump software due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Blank display was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Unable to download was confirmed due to blank display. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that he had a blank display after having a low blood glucose. Display did not return after pump restart. Customer had treated the low with lunch. Pump was used within 48 hours of the low. It was unknown if smartguard was used. Customer will discontinue pump.